Event description:
It is reported that the device was implanted in 2008, and revised in 2009, due to infection. Upon removal of the articular surface, it was noted that there was significant pitting on the surface.

Manufacturer narrative:
Infor was received from a foreign source who is not required to complete form 3500a. This report will be amended when our investigation is complete.